Event description:
It was reported that the patient went to the ER (emergency room) as the patient was in vt (ventricular tachycardia) at around 155 bpm and the device¿s shocks never broke the rhythm. It was noted that the device delivered eleven shocks. At the ER, they attempted atp (anti-tachycardia pacing) and a cardioversion through the ep study screens and that did not break the rhythm. The physician then gave the patient medication and eventually the arrhythmia broke. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 lead implanted: (B)(6) 2014. (B)(4).